Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cardiac ablation procedure the patient developed chest pain and a pericardial effusion occurred. Following coronary sinus cannulation the patient suffered chest pain so the procedure was stopped. A duplex ultrasound was performed which showed a pericardial effusion. The patient was transferred to intensive care and was treated with anti-inflammatory drugs for the chest pain. There were no performance issues with any abbott devices.